Event description:
An ICU rn hung the initial 22:00 dose of xigris IV piggyback per protocol, programmed IV pump and left room. Returned at 23:00 to check blood sugar and ivs; realized entire bag had infused. Rechecked xigris rate and discovered the pump was programmed to infuse the 13.6ml rate as 13.6mcg. Rn assessed patient, no bleeding found, no changes in skin tone, and neuro status. Notified acl (attending clinician) and hospitalist. Hospitalist at bedside to assess patient. Call made to pharmacy for further instructions and ICU intensivist made aware. Post 24 hours from event, patient found to be unharmed. Complete blood count (cbc) drawn at 00:00 and 05:00, unchanged from previous. No changes in patient's condition and patient reported feeling good. Xigris held until next scheduled dose of 06:00.